Manufacturer narrative:
The repeat value from the complained sample was deemed correct. The last calibration performed on (B)(6) 2023 was ok and there were no alarms. The customer stated that quality controls were outside of range after the event. The issue was determined to be caused by carryover issues with the sample probe and this issue was resolved by the service actions.

Manufacturer narrative:
The field service engineer performed multiple actions including replacing and adjusting probes, adjusting pump pressures, cleaning wash wells, performing bath exchange maintenance, and cleaning a wash station. A bath was found to be leaking and this was patched. After performing all actions precision studies were acceptable and controls were within range.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with li lithium on a cobas c 503 analytical unit. The reporter also stated they have been having an issue with quality control recovery for lithium and one other test for several days. The patient sample initially resulted in a lithium value of 1.04 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 0.23 mmol/l. A corrected report was issued. The lithium reagent lot number was 590942. The reagent expiration date was requested, but not provided.